Event description:
Related manufacturer report number: 2916596-2020-04472. Additional information reported that the patient expired after the pump exchange on (B)(6) 2020 due to surgical complications.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was later reported that the patient continued to have ongoing short-to-shield issues and it was decided a pump exchange was necessary to reduced the risk of a possible pump stop. The pump exchange was performed on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Sections d4, h3, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed low speed events; however, a specific cause for these findings could not be conclusively determined during the analysis of the returned portion of the driveline. The submitted log file, dated (B)(6) 2020, contained normal pump behavior until (B)(6) 2020 at 12:55:30 am. At that time, the pump appeared to struggle to maintain the set speed, dropping below the low speed limit. These low speed events had corresponding low speed hazard/advisory and low flow hazard alarms. During these events, power was elevated. All of the low speed alarms occurred while the patient was supported by the mpu. Based on previous complaint experience, the captured speed drop events and associated alarms and faults appeared consistent with a potential driveline issue. A distal-end driveline replacement was performed on (B)(6) 2019 under work order #83213 and approximately 25¿ of the external portion/distal-end of the driveline was returned for evaluation. A previous driveline repair was present approximately 20.5¿ to 24¿ from the connector. Electrical continuity testing of the returned portion of the driveline was performed and found all wires to be electrically intact. The bionate layer was unremarkable. Breakdown of the metal braided shield was observed at the terminus of the bend relief, approximately 4¿, 19¿, and 20.5¿ from connector. The bionate and shielding were removed, and examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to an electrical short. Heartmate ii lvas instructions for use (IFU) rev. H and patient handbook rev. G are currently available. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d6: correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned driveline found compromises in four the wires which could have contributed to the reported low speed events. The submitted log file, dated 29feb2020, contained normal pump behavior until 29feb2020 at 12:55:30 am. At that time, the pump appeared to struggle to maintain the set speed, dropping below the low speed limit. These low speed events had corresponding low speed hazard/advisory and low flow hazard alarms. During these events, power was elevated. All of the low speed alarms occurred while the patient was supported by the mobile power unit (mpu). Based on previous complaint experience, the captured speed drop events and associated alarms and faults appeared consistent with a potential driveline issue. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 25¿ of the external portion/distal-end of the driveline was returned for evaluation. A previous driveline repair was present approximately 20.5¿ to 24¿ from the connector. Electrical continuity testing of the returned portion of the driveline was performed and found all wires to be electrically intact. The bionate and shielding were removed and examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to an electrical short. (B)(6) was later returned assembled with the driveline severed approximately 11.5¿ from the pump housing. The distal portion of the driveline was also returned in one segment measuring approximately 27¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The apical sewing ring was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and the sealed outflow graft bend relief were also returned. Upon disassembly of (B)(6), evaluation of the textured, blood-contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the pump portion of the driveline, severed approximately 11.5¿ from the pump housing, did not reveal any discontinuities or shorts. Visual inspection of the pump portion of driveline revealed breaches in the insulation of the brown and black wires at the pump housing. Bypassing the damage in the brown and black wires, the pump portion of the driveline was then submerged in a saline bath for high potential (hipot) testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches in insulation. The distal portion of the driveline measuring approximately 27¿ was returned with (B)(6). The driveline repair performed on (B)(6) 2020 was present between approximately 19.5¿ and 22.5¿ from the metal connector. The bionate and metal braided shield layers were carefully removed to examine the underlying wires. Visual inspection of the distal portion of driveline revealed breaches in the insulation of the green, yellow, brown, and black wires approximately 26.5¿ from the metal connector. Electrical continuity testing and hipot testing of the distal portion of the driveline returned with (B)(6) because the breaches found were too close to the proximal end of the driveline. The observed damage in the green, yellow, brown, and black wires appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the green, yellow, brown or black wires contacted the braided shield while the system was operating on a tethered power source, such as the mpu, the resulting short to ground would have resulted in the low speed events that were confirmed through the submitted log file. Similar events could have also occurred from a phase-to-phase short if the exposed conductors from two different phases made simultaneous contact with the braided shield on either the mpu with an ungrounded cable or battery power. The device history records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2011. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6) 2018 perc lead replacement related manufacturer reference numbers: 2916596-2018-02050; 2916596-2018-02056. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the clinician that there was an unexplained drop in pump speed for a few minutes on (B)(6) 2020 and a suspected short to shield in the patient's percutaneous lead (perc lead). The patient had a previous driveline replacement in (B)(6) 2018 and that area looked suspicious on x-ray. Tech services reviewed the log file and observed speed drops below the low speed limit on (B)(6) 2020. These appeared to have occurred while the patient was connected to the mobile power unit. Tech services also stated that the pump speed drops appeared to be caused by a perc lead short to shield but the submitted x-rays were unremarkable and that the evaluation of the returned section of perc lead from the previous replacement had not revealed any damage. The previous repair was within 2 inches of the exit site and tech services initially stated on (B)(6) 2020 that there was not enough original perc lead length remaining to perform another external repair and recommended either replacing the pump or the patient using an ungrounded patient cable going forward. However, it was later reported that a perc lead distal end replacement was performed by tech services on (B)(6) 2020. The perc lead was returned for analysis.